Manufacturer narrative:
Images from the customer's instrument were retrieved and reviewed. It appears that no anti-a reagent was pipetted into the test well. Also, a pipettor problem was documented for the customer's instrument. A service call was performed and the service engineer observed a 4 tip arm too low in the plate. An adjustment was made to the instrument returning the instrument to its expected function. The risks associated with forward only abo/rh testing is addressed in the galileo operator manual in chapter 9: limitation of use and warnings: "forward only abo-rh testing has a higher risk or mistype due to the absence of the reverse type results. For this reason, abo-rh results should always be compared to the patient or donor history." The customer mitigates this risk by routinely testing cord blood specimens in duplicate.

Event description:
Customer reports that a cord blood specimen initially typed as a, rh negative on the galileo. The specimen retested as o, rh negative. The specimen types as o, rh negative by manual tube method.